Event description:
This complaint is being reported due to the alleged date/time issue. Reportedly, the date/time did not keep current but defaulted to the factory setting when the battery was replaced. The basal rate was affected due to the switch of the am to pm. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1 06/29/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 06/03/2011 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.